Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.